Manufacturer narrative:
Investigation completed 2/22/2017. Method: DHR review, trend analysis, failure analysis. Device history record reviewed for this product ID lot code/work order: (B)(4), manufactured on 08/23/2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back for reported failure and or related to " lock would not unlock to be removed" for this product ID shows that no additional complaints were received outside of the 2 complaints reported by this customer on the same date. No new design or manufacturing trends have been identified. Engineering was able to confirm the customer complaint. The locking mechanism showed some ratcheting sensation when rotating the rocker arm on its axis in the unlocked position; the swivel assembly would not rotate when the unit is under load; the index knob¿s lock and unlock mechanisms work fine both free and under load. Upon arrival, the skull clamp was inspected: swivel internal mechanism ratcheting sound from both ratchets (arrows); index lock knob lock/unlocked; swivel/rocker interface hard to rotate when the unit is under load independent of the locking knob position. Conclusion: in summary, engineering was able to verify the customer complaint. The root cause can be attributed to the ss disk ratchet¿s migrating over the swivel, (B)(4). There is no certainty as to how this flaw may have occurred, as this unit¿s locking mechanism was tested to verify its expected service life. Test units were cycled tested and all of them sustained an average of (B)(4) cycles. At the conclusion of each test, the actuation torque was slightly higher; also a small amount of movement was possible when in the locked position. This type of movement suggests that the teeth may continue to mesh well, but the wear at the decagon is the source of the movement. The mf2 skull clamp can be expected to be used up to 2912 times in a 7 year period. Considering that the index knob may be manipulated approx. 5 instances (or fewer) per use, the index locking mechanism will function in excess of ten years of continuous use. The product¿s manual, IFU 451a3059, suggests the customer to perform a routine inspection to the unit before each case in order to avoid problems. ¿store the skull clamp with the index locking knob in the unlocked position. This practice will provide the best performance from the knob¿. ¿while rotating the rocker arm through 360 degrees, lock and unlock index locking knob. To ensure proper locking engagement, the index locking knob must always be turned to the lock position. If the index knob stops short of the locked position, a slight additional rotation of the rocker arm should complete the internal alignment and allow the locking mechanism to engage. If difficulties are encountered, the unit should be returned for service¿. ¿check the ratchet extension release buttons to be sure that they allow for the extension to disengage freely. Press them and move the extension out of the body portion of the clamp ¿ do this several times to make sure that it works smoothly and easily¿. This is the first time the product has been returned for service since the time it was purchased.

Manufacturer narrative:
Date product returned to manufactured amended to 12/21/2016 not 03/01/2017 as referenced on fu #1.

Event description:
The clamp was placed on the patient's skull but it did not engage completely in a lock mode. It was replaced with another clamp. The incident occurred on the week of (B)(6) 2016. There was no patient injury reported. There was a 10 minute delay in surgery. Additional information was requested and on 23jan2017, the following was received from the customer: the unit lock did not engage when trying to place the clamp on the patient pre-operatively for a posterior cervical procedure. There was no patient injury however, the patient's head moved and rotated. A replacement unit was available to be used. There was no patient adverse consequence due to the 10 minute surgery delay.